Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hartmann procedure, they used the contour stapler, but when they opened the device, it had cut and there were just a few staples in the tissue. They had to hand suture which was not easy to reach since it was a low resection; this prolonged the procedure by about 90 minutes. It ended up that they had to do a rectum "amp" instead, which was a potential procedure from the beginning. Additional information has been requested.